Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a defective issue in the ring shape of the mapping catheter. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.